Event description:
Report received of an independent rate c hange. The pump was programmed to deliver total parental nutrition (tpn) through a central line at a rate of 63ml/hr and the delivery was started. Approximately 1 hour later the nurse's aide went into the pt's room and noted that the pt was "short of breath". The nurse was called to the room and noted that the pump was delivering at a rate of 999ml/hr. The nurse attempted to reprogram the pump to deliver at the intended rate of 63ml/hr, but the rate, "immediately jumped back to 999ml/hr." The pump was removed from clinical service. Therapy was resumed using a replacement pump. Reportedly, the pt was treated with 80mg of lasix IV and was given an unspecified nebulizer treatment. The customer contact reported that at an unspecified time "later that event" the pt received another 120mg of lasix IV. There were no reported adverse pt sequelae.